Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any pictures available? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported in 2210968-2021-12138 and 2210968-2021-12141.

Event description:
It was reported on (B)(6) 2021 before use on patient that the suture was found mixed in the packaging. No adverse patient consequences were reported. Additional information was requested.